Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test, occlusion test. No motor error alarm during testing noted. The motor was tested outside the device and passed. .

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump had motor error alarm. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer reports the drive support cap was sticking out. Customer stated that insulin pump was not working properly and not delivering motor error alarm and no delivery alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.